Event description:
On (B)(6) 2016 during coronary artery bypass graft x3 with left internal mammary artery the intra-aortic balloon pump was used. The balloon pump stopped working and patient's blood pressure went down. Another balloon pump was used. Patient is ok now. When spoke to perfusion specialist, was told that no balloon retained, console was changed and the function of the console was resumed. The malfunctioning iabp was sent to biomed.